Event description:
It was reported that stent dislodgement occurred. The 75-80% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent could not cross the lesion and the device was removed from the patient's body. When the physician checked the stent status post procedure, it was dislodged from balloon accidentally. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR.:synergy xd mr ous 2.25 x 20mm stent delivery system was returned for analysis. The device was returned the stent detached from the balloon. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed no issues were noted. Crimp markings were evident on the exposed balloon. A visual examination of the bumper tip showed no signs of damage: a visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 75-80% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent could not cross the lesion and the device was removed from the patient's body. When the physician checked the stent status post procedure, it was dislodged from balloon accidentally. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.